Event description:
A 1.9 french PICC line, from footprint medical inc., completely snapped at the area directly where you see the start of the catheter. The nurse identified that there was no tension on the catheter it just broke off. She was able to alert the provider and hold onto the catheter that was remaining. The catheter was immediately removed.